Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at an accident and emergency department at (B)(6) hospital on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (arm), the patient observed blood in the cannula which may be indicative of a blockage. Reported symptoms include headache and diarrhoea. The patient also reported having high levels of ketones (exact values not reported). The patient reported that they drank 11 glasses of water before presenting at the hospital. The patient was treated with fluids. The patient was released approximately 9 hours later, on the same day.